Manufacturer narrative:
Console is not returning for evaluation. Based on information received from customer, the airtrap alarm was cleared on the thermogard console by the user in the field. No further testing was required. The thermogard is working as intended for use.

Event description:
It was reported that the patient was receiving temperature management for hypothermia using thermogard system. A zoll icy catheter was placed in the patient's femoral vein; there were no reports of any complications at the time of placement. After 93 hours dwell time, thermogard console alarmed and an empty saline bag was noted. The catheter leak was suspected. The catheter was not replaced since the customer was able to reach the target temperature. No patient consequences reported. For catheter issue, see MFR 3010617000-2018-00846.